Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported that ¿the pump has a close door - door latch issue occurring when the tubing is in place¿ was reproduced after loading a set and closing the door. Evaluation experienced a door not fully latched alarm when closing the door with a loaded set. A review of the event history log revealed multiple occurrences of "door jammed and shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed upper link switch. The upper auxiliary will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed ¿close door ¿ door latch¿ issue when tubing was in place occurred during programming/setup. There was no patient involvement. No additional information is available.